Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the device was explanted and replaced due to noise. The patient was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
Analysis of the device did not identify any malfunctions. Visual examination of the header components did not identify any damage or obstructions that would have prevented proper electrical connection with the leads. Electrical and environmental stress tests performed did not identify any anomalies. A noise test was performed, and the results were normal. No noise was observed from the device.

Event description:
Related manufacturer reference numbers: 2017865-2020-02977, 2017865-2020-02979.